Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were scissoring out of the applier. The case was completed with a same like device. There was no consequence to the patient.